Manufacturer narrative:
Reported issue: surgical team had just successfully completed all cuts with the straight sawblade. When trying to pass the angled sawblade checkpoint, system would consistently throw an error of 4-4.5mm. We confirmed end effector assembly, swapped out all instrumentation (base array, angled sawblade attachment, sawblade, rio registration tool, end effector array, mics handpiece, vizadiscs), re-did 'rio registration', moved the robot to a different location, cleaned camera lens, did a full restart and re-homed. Error still held consistently at 4-4.5mm. I instructed surgeon to use the e-stop and support the underside of the sawblade with his finger and the error was the same. Product inspection: the failure is confirmed as it is under the scope of nc: mics characterization process deviated from the qualified state. Also the serial number ¿(B)(6)' lies in the urgent medical device recall list and hence archived. Device history review: review of the device history records indicate (B)(4) devices were manufactured under lot ID 42100520, and (B)(4) were accepted into final stock on 06/04/2020. No non-conformances were identified during inspection. Complaint history review: a review of complaints in trackwise related to p/n 209063, lot number 42100520 shows 6 additional complaints related to the failure in this investigation. Conclusion: mics headpiece- serial number specific recall was initiated for the mics handpieces within scope of a CAPA. The investigation revealed that only specific the catalog number and serial numbers are impacted by the regulatory action. The root cause analysis identified a characterization issue associated with the mako integrated cutting system (mics) handpiece. Users have been instructed to return any specified hand piece to stryker.

Event description:
Surgical team had just successfully completed all cuts with the straight sawblade. When trying to pass the angled sawblade checkpoint, system would consistently throw an error of 4-4.5mm. We confirmed end effector assembly, swapped out all instrumentation (base array, angled sawblade attachment, sawblade, rio registration tool, end effector array, mics handpiece, vizadiscs), re-did 'rio registration', moved the robot to a different location, cleaned camera lens, did a full restart and re-homed. Error still held consistently at 4-4.5mm. I instructed surgeon to use the e-stop and support the underside of the sawblade with his finger and the error was the same.

Manufacturer narrative:
Stryker has initiated a voluntary, serial number specific recall for the mako integrated cutting system (mics) within scope of pfa. An updated communication will be forwarded upon completion of the internal investigation on this issue.

Event description:
Surgical team had just successfully completed all cuts with the straight sawblade. When trying to pass the angled sawblade checkpoint, system would consistently throw an error of 4-4.5mm. We confirmed end effector assembly, swapped out all instrumentation (base array, angled sawblade attachment, sawblade, rio registration tool, end effector array, mics handpiece, vizadiscs), re-did 'rio registration', moved the robot to a different location, cleaned camera lens, did a full restart and re-homed. Error still held consistently at 4-4.5mm. I instructed surgeon to use the e-stop and support the underside of the sawblade with his finger and the error was the same.